Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This one of three products involved with the reported event. The associated MFR report numbers are 9616099-2007-01871, 9616099-2007-01872. Add'l info will be submitted within 30 days of receipt.

Event description:
The patient suffered a non q wave myocardial infarction (mi) post procedure. The patient has a history of unstable angina, hypertension, smoking and a family history of ischemic heart disease. Medication at baseline was aspirin, nitrates, beta blockers, gastroprotector, and anti-ag ii. Six hours before the procedure, ck was 476 (normal 24-190) and ck-mb was 51 (normal 5-24). The target lesion was a bifurcation for the left anterior descending branch (lad) and the 1st diagonal. The main branch was the mid lad and pre-procedure timi flow was 3. The side branch was the 1st diagonal and pre-procedure timi flow was 3. The bifurcation type was 3a. The vessels were not pre-dilated. The cra23300 and cra18275 were deployed in the lad at 20atm. The stents were overlapping. A kissing balloon (3.0 x 23mm) was used at 10 atm. Final stenosis was 0% and timi was 3. A cra18250 was deployed at 19atm in the 1st diagonal. A kissing balloon was used at 10atm. Final stenosis was 0% and timi flow was 3. There was a spasm of the lad which was treated with nitrate and adenosine. The patient experienced an mi the day after the procedure. Location of the mi is unk. Ck was 528, ck-mb was 64, and troponin t was 7,38 (normal 0,00-0,06). There was no action taken.